Event description:
It was reported the customer received a motor error alarm when she attempted a bolus delivery. The customer was unsure whether or not insulin was delivered to her body. Customer's blood glucose was 156 mg/dl. Troubleshooting found insulin was able to exit from a fixed prime. Customer also stated her cannula was not bent. The customer was advised they may have a site occlusion. Customer's blood glucose was 263 mg/dl at the end of the call. She stated she was having high blood glucose because she just had surgery. The customer reported having a heart attack. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).